Event description:
It was reported that the wire fractured. A 1.5mm rotablator burr and rotawire were selected for use in the proximal and ostial right coronary artery (rca). The ablation procedure was completed. After removing the burr from the guide catheter, it was noticed that the rotawire had fractured. Approximately 100cm of the distal end of the wire remained inside the lumen of the rca. After multiple unsuccessful attempts to retrieve the end of the wire with a snare, the artery was dissected along the entire length. The dissection was not flow limiting. At this point it was decided to leave the wire inside the body and stent the artery with the wire entrapped. The patient was in stable condition with no chest pain.

Manufacturer narrative:
The device was returned for analysis. Visual inspection of the device revealed that the device has some kinks at the proximal section and the wire is broken, only 319.5cm of wire was returned. Dimensional inspection of the outer diameter (od) of the middle of the device and od of proximal section were performed and were within specifications. Dimensional inspection of the overall length and od of distal tip of device could not be measured due to the device condition.

Event description:
It was reported that the wire fractured. A 1.5mm rotablator burr and rotawire were selected for use in the proximal and ostial right coronary artery (rca). The ablation procedure was completed. After removing the burr from the guide catheter, it was noticed that the rotawire had fractured. Approximately 100cm of the distal end of the wire remained inside the lumen of the rca. After multiple unsuccessful attempts to retrieve the end of the wire with a snare, the artery was dissected along the entire length. The dissection was not flow limiting. At this point it was decided to leave the wire inside the body and stent the artery with the wire entrapped. The patient was in stable condition with no chest pain.